Manufacturer narrative:
Manufacturing date ¿ added, device evaluated by mfg ¿updated, summary attached - updated, expiration date - added, product available to stryker ¿ updated, returned to manufacturer on ¿updated. The device history record review confirms that the device met all material, assembly and performance specifications. During analysis of the returned device, the balloon catheter proximal, middle shaft and distal shaft were examined, accordion wrinkles were found on the middle shaft. The balloon was examined, there was a hole (puncture) in the balloon on its distal section. During functional testing, when attempts were made to inflate the balloon, the balloon deflated and leaked due to the puncture. The product analysis and the functional testing confirmed that the balloon had burst and the reported complaint was confirmed. There are a number of possible factors that may have contributed to the reported event. It is possible that the balloon catheter may have been advanced or retracted with excessive force or through difficult (tortuous or calcified/stented arteries) anatomy which could have damaged the shaft/balloon and led to the reported event. Based on available information, a probable cause of procedural factors has been assigned to the reported event.

Event description:
It was reported that the balloon catheter had ruptured during the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the balloon catheter had ruptured during the procedure. There were no reported clinical consequences to the patient.